Event description:
It is reported that the pt was revised for an unk reason.

Manufacturer narrative:
Eval summary: no specific product info was provided. No surgical notes or x-rays from either the primary or revision surgery were provided. It is unk if the proper surgical technique was followed. Pt factors such as weight and activity level are unk. Based on the very limited info provided, a definitive cause for failure cannot be determined with certainty. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.